Event description:
It was reported that patient had right knee revision due to unknown reason.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown standard triathlon size 8 tibial baseplate. The unknown 8 #13 insert was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's revision. An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.